Event description:
It was reported the pt is without stimulation due to not recharging her ipg as recommended. It was also reported the ipg is having difficulty communicating with the programmer. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.